Event description:
The complaint was reported as: the ventilator circuit was found to be cracked at the elbow. The defect was found during inspection. No pt injury reported.

Manufacturer narrative:
The DHR (device history record) review was conducted and no issues or discrepancies were found which could potentially relate to this complaint. The DHR shows that the product was assembled and inspected according to the specifications. The customer complaint was confirmed based on the pictures received. The issue is related with the corrugated tubing extrusion process. This process is under control by a vendor (this is a purchased component). A scar was opened to the vendor in order to document the root cause and corrective action.